Event description:
Litigation alleges pain, particulate synovitis, cysts and elevated metal ion levels. Bilateral patient. See (B)(4) for right hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update 03/24/2014 - medical records were obtained. Medical records identified the dob the complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 04/08/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.